Event description:
Event description guidant received information that this pacemaker declared elective replacement time (ert) six months post implant, which was earlier than the physician expected. The device was explanted, replaced and returned for analysis.